Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient was admitted with abdominal symptoms, found to have ischemic injury at the ic valve, as well as hemolysis. A tee was performed and showed no evidence of lvad dysfunction, but a kink in the outflow graft with turbulent flow was noted. The patient presented again with lower abdominal cramp pain associated with 2 days non-bloody diarrhea and nausea, and with cola-colored urine and elevated ldh. The patient received a pump exchange.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: tee showed no evidence of lvad dysf, but kink in outflow graft w turbulent flow gain noted. (Awaiting response from thoratec re data from centers that have stented outflow grafts for hemolysis). Ramp showed kinked inflow canula. Opted for hmii change out. Showed ischemic injury at the ic valve.

Manufacturer narrative:
Two thrombus formations were identified during the evaluation vad-(B)(4). However, the report of an outflow graft kink could not be confirmed, because the sealed outflow graft was returned detached from the device and was severed at the distal end of the attachment hardware. The pump was returned assembled with the percutaneous lead (lead) cut approximately 1.5¿ from the pump housing and approximately 9¿ of the distal portion of the lead was also returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow) and the sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the sealed outflow graft attachment and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of vad-(B)(4) revealed a thrombus formation surrounding the bearing ball of the rotor. The laminated structure of this formation and its areas of denaturation indicate that it likely formed over an undetermined period of time while vad-(B)(4) was supporting the patient. Evaluation of the pump¿s blood-contacting surfaces also revealed a deposition within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball suggest that it was present while vad-(B)(4) was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s hemolysis. Furthermore, a correlation between the report of a kink in the sealed outflow graft and the thrombus formations found within the pump could not conclusively be established. Upon removal of the observed thrombi, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.